Event description:
It was reported that the acetabular liner has popped out from the shell. The liner has a 28mm inner diameter.

Manufacturer narrative:
Info was rec'd from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.